Event description:
On (B)(6) 2022, it was reported that this peritoneal dialysis (pd) patient had an infection and had their pd catheter (not a fresenius product) removed. Attempts to obtain additional information were unsuccessful.